Event description:
It was reported that while attempting to treat a lesion in the distal rca, a stent was partially advanced through a recently deployed stent. However, the stent was unsuccessful in reaching the distal portion of the lesion. When the stent delivery system (sds) was removed, it was noted that the stent was missing under fluoroscopy, the stent was found in the distal rca. A balloon catheter was inserted in an attempt to catch the stent and deploy it, but this attempt failed. Therefore, the balloon was used to crush the stent against the vessel wall. The last cine view showed the stent was secure and the pt was stable.